Event description:
Following strenuous activity or exercise the patient experienced a lack of therapeutic effect. The patient had acute pain in his ribs; it felt like it was "spasming" in his rib area. The patient had been more active at home since being laid off from his job; the patient felt that stress might be a possible contributor. It was noted that the patient's leads were placed in front by his breastbone and in his back due to rib pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.